Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt as they did before receiving the implantable pulse generator (ipg). The patient was concerned that their ipg is not working correctly. The ipg remains in use. No further patient complications have been reported as a result of this event.